Manufacturer narrative:
(B)(4). This report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis therapy and then subsequently died. The cause of the infection and death was unknown. The patient was hospitalized for the infection and multiple unrelated medical conditions for fifteen days. Treatment was not reported. The patient was discharged from the hospital and was reported to be recovering from the infection event and other conditions. Twenty-seven days later, the patient was hospitalized for unrelated medical conditions and an increased white blood cell count and died seven days later. Treatment was not reported. It was not reported if an autopsy was performed. Dianeal therapy was ongoing prior to death. It was not reported if the patient was performing peritoneal dialysis therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.